Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The consumer reported a loss of therapy and had wanted assistance in adjusting the settings. The patient was having pain and vomiting. The event date was reported to be approximately (B)(6) 2016. In a later report the same day, the healthcare provider (hcp) noted the patient was having trouble holding down the food and there was a return of symptoms. The hcp had wanted the implantable neurostimulator (ins) "altered." The event date was reported to have occurred a couple of days ago ((B)(6) 2016). It is noted conflicting event dates were reported. The patient's indication for use was gastric stimulation and gastrointestinal/pelvic floor. Additional information from the manufacturing representative (rep) reported the patient had an increase in nausea and vomiting and no relief with programming adjustments. A lead revision was scheduled for (B)(6) 2017.